Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 37cm and 38cm depth markings, and the observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reyk0371 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the catheter was inserted on (B)(6) 2015, with an insertion depth of 41cm, and was used normally for a long time. On (B)(6) 2016, the patient went to the hospital for the maintenance of the catheter outpatient. After the catheter was flushed with normal saline, it was found there was fluid reflux at the puncture site of the catheter. After the 5cm of the catheter in the body was removed, it was found that there was damage at the 37cm mark of the catheter. The catheter was trimmed at the damage site, and the connector replaced with a new one. Treatment of venous infusion was then conducted. No report of patient injury.